Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found with good with scratched screen. Investigation unable to download event history log. According to the investigation, the device was started in application and problems were found with the device double beeping with a cassette attached. The investigation reported that the reported issue was caused by the pump faulty downstream sensor. Investigator's replace the pump faulty downstream sensor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with cassette attached. No patient involvement reported.